Manufacturer narrative:
Patient date of birth unavailable. Patient weight unavailable.

Event description:
This event was reported at "the (B)(6) annual meeting of the (B)(6) coronary association." The procedure date is approximate; the actual date of the event is unobtainable. A procedure commenced after the patient experienced sudden chest pain and an emergency coronary angiography revealed a thromboembolic area in the patient's left anterior descending (lad) coronary artery. During the procedure, while a spectranetics elca device was in use, an lad perforation occurred. Rescue efforts began immediately. The area was treated using a balloon for hemostasis. The patient survived the procedure.